Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has not been completed as the device has not yet been returned for evaluation. Upon receipt, the reported problem (service code 204) will be investigated. A supplemental report will be sent upon completion of the evaluation. No adverse event resulted from the allegedly defective electrode belt. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient was receiving a service code 204 - 'belt unusable'. The patient was provided with a replacement electrode belt.